Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with covid-19 and had hypokalemia (k+ = 2.2). Due to the patient's low potassium level, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead delivered twelves bursts of inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks. In addition, shock impedance trends were gradually increasing, with two out-of-range measurements of 131 ohms and 139 ohms. Device changeout was anticipated, with the possibility of rv lead revision. This crt-d and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient was diagnosed with covid-19 and had hypokalemia (k+ = 2.2). Due to the patient's low potassium level, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead delivered twelve bursts of inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks. In addition, shock impedance trends were gradually increasing, with two out-of-range measurements of 131 ohms and 139 ohms. Device changeout was anticipated, with the possibility of rv lead revision. This crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that technical services (ts) reviewed evaluation/troubleshooting options to consider upon system revision. It was noted that impedances had steady increased over the last year, but right ventricular (rv) and right atrial (ra) diagnostics appeared relatively stable overall. This right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) were explanted and replaced due to high out-of-range shock impedance measurements greater than 125 ohms. No additional adverse patient effects were reported. The explanted products will not be returned for analysis. Upon further review of the stored electrogram (egm) by medical safety, the delivered anti-tachycardia pacing (atp) and shocks were deemed appropriate due to ventricular tachycardia (vt) and ventricular fibrillation (vf).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. B5 correction: updated upon further review by medical safety. H6 correction: device codes updated to reflect b5 updates.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with covid-19 and had hypokalemia (k+ = 2.2). Due to the patient's low potassium level, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead delivered twelve bursts of inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks. In addition, shock impedance trends were gradually increasing, with two out-of-range measurements of 131 ohms and 139 ohms. Device changeout was anticipated, with the possibility of rv lead revision. This crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that technical services (ts) reviewed evaluation/troubleshooting options to consider upon system revision. It was noted that impedances had steady increased over the last year, but right ventricular (rv) and right atrial (ra) diagnostics appeared relatively stable overall. This right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) were explanted and replaced due to high out-of-range shock impedance measurements greater than 125 ohms. No additional adverse patient effects were reported. The explanted products will not be returned for analysis.